Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that since implant the implantable neurostimulator (ins) pocket site was hot to the touch. It was further reported the consumer had pain at the ins pocket site and their legs had swelled up. The healthcare provider (hcp) later reported when they saw the consumer in august they stated their preoperative symptoms were much improved with the ins. However, on (B)(6) 2016 the consumer presented with complaints that for the last three weeks they had less leg relief with the ins, and when they turned if off they got bilateral leg pain. The consumer further reported they noticed it felt like a ¿pulling and stabbing in their lower back,¿ and the battery pack site started to feel very hot. A physician exam identified the incision was clean, dry, and intact with no erythema, fluctuance or drainage. An x-ray of the thoracic-lumbar spine showed stable placement of the ins. The plan after the consumer¿s appointment was to try and schedule an appointment with the manufacturer¿s representative (rep) and to avoid using the ins until cleared by the rep. In the meantime the consumer was prescribed norco 10mg to help manage their symptoms as well as meloxicam with food.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.